Manufacturer narrative:
(B)(4). Correction: device available for evaluaton?, device evaluated by MFR? - the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for analysis. The warnings section of the instructions for use (IFU) states: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal guide wire tip and its location in the vessel are visible during wire manipulation. Separation is listed in the IFU as a potential complication and adverse event of the procedure. Although device investigation of the subject guide wire could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, the investigation determined the difficulties to be related to circumstances of the procedure as it is concluded that pulling force exceeding the product's design limit might be inadvertently given to the guide wire while its distal portion was trapped in the vessel.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and totally occluded lesion in the circumflex coronary artery. Resistance was noted when advancing the asahi prowater guide wire and force was applied. A non-abbott stent was deployed at the target lesion; however, the catheter became stuck with the guide wire. The physician pulled hard on the guide wire and the core separated and the coils stretched. The guide wire remained in one piece. A non-abbott micro-catheter was used to successfully retrieve the guide wire in one piece. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.